Event description:
(B)(4). Event took place in (B)(6). Catheter was initially placed for labour analgesia. When starting surgical procedure (caesarean section), catheter bent, thus preventing an injection. It was therefore, necessary to make a second injection. Furthermore, the person reporting this event underlines that the catheter is stiff and tends to kink.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident.